Manufacturer narrative:
Manufacturer's analysis indicated that the programmer failed incoming testing. It was indicated that a printed circuit board (pcb) was out of specification. It was also indicated that the stylus and cursor did not align and the display was distorted intermittently. It was also indicated that the power cord bay latches were broken. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.